Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During function testing an improper shutdown did not occur. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had a loose connection that allows the unit to shut off and have an improper shutdown alarm it moved while unit is powered on. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.